Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the display went blank while wearing the pump and the same issue occurred after routine battery change. The patient also reported a small crack along battery compartment and corrosion along the battery cap. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 12/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on with audible tones, vibration, and a fully illuminated, functional display screen. Corrosion due to moisture was observed in the pump battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no further evidence of moisture ingress was found.